Manufacturer narrative:
This event occurred outside the us where the same model is distributed and is based solely on device return and analysis. Evaluation summary: pjd678935s lifted output bond wires.

Event description:
Device was replaced due to field advisory and subsequently tested out of specification consistent with that advisory. No patient complications have been reported as a result of this event.